Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a b31 scope communication error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
The procedure was completed using another manufacturer's device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like; degradation; inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Clinical imaging problem like radiofrequency induced overheating. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. That could lead to image defects should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.